Event description:
It was reported that the patient presented in clinic for generator change. Upon interrogation, it was found that the right atrial (ra) lead exhibited inappropriate automatic mode switch (ams) due to noise over-sensing. Reprogramming was performed. Patient condition was stable.